Event description:
It is reported that the patient is experiencing stiffness, inability to flex and mild paint. Manual manipulation was performed in april.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. A product history search revealed no additional complaints against the related part and lot combinations. Surgical against the related part and lot combinations. Surgical notes were not provided; it is unknown whether the compartment were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.